Event description:
Report received of an incident involving a tubing rupture of a clave extension set during power injection. The customer reported taht the setting was 2ml/second of isovue with a total volume of 100 cc's to be infused. The patient had a peripheral IV access and the contrast was being infused with a medrad envision injector. The patient reportedly received 50 cc's of the contrast when the "rupture" occurred. The customer reported that the "rupture" occurred 2 inches from the IV site. The extension set was changed and the infusion was completed. The scan was performed. There was no report of patient harm or adverse patient event. Although requested, no additional information was available.